Event description:
Fire department crews responded to a cardiac arrest, pt unresponsive when crew arrived. Disposable defibrillation electrodes were attached to the pt and the analyze key was pressed. The device indicated shock advised and turned off. The device operator turned power back on and pressed the analyze key three more times, each time the device indicated shock advised and turned off. CPR was started, the als responder arrived with a back up device 1 1/2 minutes later. They attached their device to the pt and shocked the pt twice. The pt was not resuscitated. The reporter did not believe the device caused or contributed to the pt's outcome. The reporter's opinion was based on the pt's down time.